Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer's pump fell and hit the floor. Reportedly, after the incident. The pump was not logging data and indicated a data log corruption. Blood glucose was 68 mg/dl. Reportedly, the customer had manual injections available as alternate insulin therapy.